Event description:
Customer alleged a visitor caught her foot on the patient pendant cord and fell. She went to the emergency room, but no injuries were reported. The bed was in the lowest position and the pendant was secured in one of the siderails. The cord management clip was not being utilized. The account did not record the bed serial number.

Manufacturer narrative:
There is a potential trip hazard with our patient pendant cord if the cord management device is not being used. The potential hazard exists when the cord management clip, which is part of our patient pendant cord, is not attached to the bed linen as specified in the installation instructions. If the patient pendant cord management clip is not used, the patient pendant cord will loop and rest on the floor beside the bed, presenting a potential trip hazard. Action taken: a modification to the manufacture process and to the installation instructions has been implemented to reduce the length and the size of the loop of the versacare pendant cord. The customer notification letter has been issued to consignees informing them of the potential risks, with the request that they follow the enclosed instruction immediately. The customer notification also requests that each customer inform hill-rom of completion of the correction to the product. Please reference hill-rom MDR 1824206-2006-00038.